Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed there was a failure with the recharger and that an intermittent "no device found" message was seen, they were unable to duplicate the rtm getting hot, and the insulation was pulling out of the rtm donut and was torn. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported they are getting messages on the recharger screen to call the manufacturer, they have to resetting the controller often, and it takes forever to charge the implant, today they had to reset the controller three times. Patient services (ps) asked patient to connect with the controller and controller showed ins 50% and controller 100% charged. Ps asked patient to inspect the recharger (rtm) for damage and if the recharger is getting hot and patient said the rtm is getting extremely hot and there is little separation on one side of the rtm. The issue was not resolved. An email was sent to the repair department to replace the recharger device. The patient (pt) called back and mentioned they had received a replacement recharger antenna, but the issue persisted. Pt mentioned they are having difficulty with the recharger antenna charging the implanted neurostimulator(ins). Pt said they "repositioned the recharger antenna several times" and got a software problem error message. Pt had performed battery resets on the controller to remove "software problem" message and to get the ins to charge with the recharger antenna, but pt said the controller would not do anything. Pt had performed a battery reset several times, but "nothing changed." Pt said they could not get the controller to display the "batteries" screen. During the call, the pt inspected the controller port and the recharger antenna cord and plug, but did not notice any damage. The pt said they noticed a "slight rattle" inside the controller. A replacement controller was sent out. No symptoms were reported. (B)(6) 2021: the patient called back saying they were having trouble with the controller for a while and was just sent a replacement. Pt said they were able to charge with new controller, and charged ins to 80%, but now at 2:30 today the ins battery was completely drained. Pt said when ins was brand new, the charge would last over 1.5 days, sometimes 2 days. Charge frequency and how it depends on settings/usage was reviewed, and the patient was redirected to their healthcare provider (hcp) to check on recharging. No symptoms were reported. 2021-12-20: manufacturer representative (rep) said the pt got a new controller last week and now the pt had left a voicemail for the rep. Saying their controller li battery pack was draining quicker than expected since they received the new controller. Rep. Conferenced pt onto the line during the call. The pt had charged their li battery pack last night to 80%, and today the controller was already depleted. Pt said the controller was charging slower than expected. Pt said they had talked to another agent from patient and technical services earlier today, and that agent had told the pt that they needed to visit their hcp to get their settings checked. Pt decided to contact their rep. About the issue today, and the rep. Contacted patient and technical services. An email was sent to the repair department to replace the li battery pack. 2022-01-07: additional information received from the patient reported that they do don't know the circumstances that the led to the implant battery draining quickly. The patient reported that they were reprogrammed and was awaiting result at a scheduled appointment.